Event description:
The company was informed that the patient underwent surgery to reposition the internal device. Skin flap breakdown was noted during surgery. The area was rinsed with an anti-biofilm irrigation and the patient was prescribed IV antibiotics (type unknown) twice daily for one week and reduced to once daily for one month. Advanced bionics is in the process of gathering more information. When more information becomes available, a supplemental report will be sent.